Event description:
The customer reported the system exhibited multiple errors and would not start up, boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.